Event description:
Reporter stated that neonate sample was measured, using the performa system, with a blood glucose result of 1.5 mmol/l. The same sample was reportedly retested, on a laboratory instrument, with a result of 3.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for eval.

Manufacturer narrative:
The event occurred in (B) (6).